Event description:
Rep reports that as per the x-ray report the tip of the leads are at t7 meaning the leads didn't migrate, but the office only has the report without the fluoro picture. The patient has an appointment with their hcp on (B)(6) 2025. Rep reports they can schedule to be there that day to verify with the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2021; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they felt a shocking sensation before and that made them fall. Patient mentioned they stopped using the ins since then. They worked with their manufacturer representative (rep) and managing physician (hcp) but they mentioned they never help them out with the issue. Hcp told them that there was a wire that was coiled up in their spine. Their rep advised them to call patient services instead. Agent reviewed patient services role. Agent offered to readjust their settings however patient wanted to meet with a rep and hcp to have them take a look on their spine. The patient was redirected to their healthcare provider to further address the issue and provided the national answering service (nas) number for their hcp to call. Rep reported that they called the hcp's office and the patient as well to have a better understanding on this case. As per the patient he stated that one of the leads is coiled. The staff from the office said that the hcp referred the patient for to get x-rays. The staff just notified that they got the results from the x-ray on (B)(6) 2025 but they haven't seen them. The office rep the report of the findings from the x-rays. The report says that the tip of the leads are at t7 and also stated that the patient has others degenerative disc diseases. This report has not been seen yet by the doctor who referred the patient for the x-rays. The patient has an appointment with the doctor on (B)(6) 2025.